Event description:
It was reported that the nurse was trying to start therapy on a patient. Nurse noticed when connected the temperature probe to the device, the patients temperature was reading 24c and was incorrect. Nurse then connected the same temperature probe to the bedside monitor and it was reading 37.7c, which was the correct patient temperature. Nurse stated when reconnected the temperature probe to the arctic sun cable, nurse was now receiving an alarm 17 temperature 1 calibration error. Mis informed nurse because the temperature probe was reading correctly on the monitor, it was either the cable or the device. Nurse could try swapping the temperature cable and also try turning the device off and back on. Mis informed nurse if the alarm 17 persists, swap to a new device for therapy. Nurse would try this and then switch to another device if needed. Per wo update on 06mar2023, device booted to alarm 17 (patient temperature 1calibration error) and alert 30 (patient temperature 2 calibration error). Mis discussed with biomed should first try calibrating the device with a calibrated calibration testing unit and if that did not correct the issue, then the isolation card would need to be ordered and replaced. Per customer via phone on (B)(6) 2023 it was reported that therapy was completed on a different device and there was no impact to the patient. The patient was a female in her 40's. Nurse tried troubleshooting and continued to get the same error alerts. Nurse then decided to switch devices and the malfunctioning device was sent to biomed. As per the investigator notification received on 07mar2023 ,per update on (B)(4), biomed also received calibration error 103. Tech support recommended they check the cables and switches. They will call back if issue isn't resolved and possibly send in for investigation. Per wo update on 06mar2023, device booted to alarm 17 (patient temperature 1calibration error) and alert 30 (patient temperature 2 calibration error). Mis discussed with biomed should first try calibrating the device with a calibrated calibration testing unit and if that did not correct the issue, then the isolation card would need to be ordered and replaced. Per customer via phone on 06mar2023 it was reported that therapy was completed on a different device and there was no impact to the patient. The patient was a female in her 40's. Nurse tried troubleshooting and continued to get the same error alerts. Nurse then decided to switch devices and the malfunctioning device was sent to biomed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was trying to start therapy on a patient. Nurse noticed when connected the temperature probe to the device, the patients temperature was reading 24c and was incorrect. Nurse then connected the same temperature probe to the bedside monitor and it was reading 37.7c, which was the correct patient temperature. Nurse stated when reconnected the temperature probe to the arctic sun cable, nurse was now receiving an alarm 17 temperature 1 calibration error. Mis informed nurse because the temperature probe was reading correctly on the monitor, it was either the cable or the device. Nurse could try swapping the temperature cable and also try turning the device off and back on. Mis informed nurse if the alarm 17 persists, swap to a new device for therapy. Nurse would try this and then switch to another device if needed. Per wo update on (B)(6) 2023 device booted to alarm 17 (patient temperature 1calibration error) and alert 30 (patient temperature 2 calibration error). Mis discussed with biomed should first try calibrating the device with a calibrated calibration testing unit and if that did not correct the issue, then the isolation card would need to be ordered and replaced. Per customer via phone on (B)(6) 2023 it was reported that therapy was completed on a different device and there was no impact to the patient. The patient was a female in her 40's. Nurse tried troubleshooting and continued to get the same error alerts. Nurse then decided to switch devices and the malfunctioning device was sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.